Manufacturer narrative:
Corrected data: h6: health effects.

Event description:
It was reported the device alarmed air in line when there was no air in the line. No patient injury/involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.